Manufacturer narrative:
Device lot number, or serial number, unavailable. No parts have been received by the manufacturer for evaluation. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable.

Event description:
Medtronic received information that, while in a spinal fusion, the tap was damaged when attempting to remove it from the spinous process. Separate instrumentation was used to remove the damaged portion of the tap. All pieces of the instrument were removed. There was a reported delay to the procedure of two minutes due to this issue. There was no reported impact on patient outcome. No additional information was provided.